Manufacturer narrative:
Additional info: a1, d4, d9, g3. G6, h3. H6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that charging port on the main board was found to be non-functional. The unit passed all functional tests and meets medtronic specifications. It also passed the chroma test and is operating within specified parameters. The issue was resolved by replacing the mainboard. The software was updated and the co2 board was recalibrated. It was reported that the device did not take charge even after the battery was swapped. No alarm was presented. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative preparation for use, the device did not take charge even after the battery was swapped. No alarm was presented. There was no patient involved.